Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that he woke up to the alarm and thinks he may have laid on the pump which may have caused the alarm to go off but is not to sure. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to flatten dome switch. No button error alarm noted. The insulin pump had a cracked battery tube thread, cracked reservoir tube lip, scratches on lcd window, cracked lcd window, cracked case at display window corner, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.